Event description:
It was reported that the patient experienced a loss of therapy and stimulation occurred in the wrong location. The patient indicated that there was no known accident related to this event. The patient stated that when she increased the stimulation, she would feel it in her left foot. It was further noted that the patient had surgery on her thumb that occurred on (B)(6) 2012, and her stimulation system was not turned off. The patient also reported communication issues with the device. She stated that she had been at an appointment on (B)(6) 2012, and the health care professional had 'difficulty during the reprogramming session,' but no details were provided. The patient further stated that she brought two programmers to her appointment and she 'thought one of them had program 1 on it.' It was further noted that the patient was not able to adjust her stimulation. The patient stated that 'she did not have the antenna and that the patient programmer was placed right over the implant site, but she was still getting poor communication.' It was further noted that the patient tried this with each patient programmer. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v413612, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).